Event description:
It was reported that the subject device joint section between bending tube and distal end is not secured. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the joint section between bending tube and distal end is not secured due to damage on bending tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h2, h11. Corrected fields: b3. Correction to previous b3 - date of event which was not late. The correct date was 8/25/2025. The malfunction was observed during the device evaluation.

Event description:
No additional information received from the customer.